Manufacturer narrative:
Erroneous data generated. Use error likely due to suspected low sample volume.

Event description:
Beckman coulter inc. (Bci) contacted the customer after it was determined through internal monitoring that one glucose result on a unicel dxc 800 pro synchron chemistry analyzer was erroneously low when running in duplicate mode. In addition, other assays for the same sample (i.e., chloride, creatinine, phosphorus, sodium, and total protein) generated results which were below the respective reference ranges for these analytes tested. The customer did not call bci to complain about the low results obtained. The initial glucose result yielded 30 mg/dl. A repeat analysis for glucose generated an expected result of 180 mg/dl. Additional repeat duplicate analyses performed yielded glucose results of 182/182 mg/dl. The repeat analyses for the other analytes previously tested (i.e., chloride, creatinine, phosphorus, sodium, and total protein) yielded expected results. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted. After contacting the customer, bci received a response back from the customer indicating that use error was the likely cause of the erroneous results due to a suspected low sample volume.